Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet failed to pair with a dexcom g6 cgm transmitter, resulting in persistent ¿searching for transmitter¿ behavior on two ilet units despite multiple restarts, re-entry of the transmitter serial number, and confirmation that the dexcom system was functioning on the phone; the user¿s blood glucose rose to 248 mg/dl without meal intake and the user delivered insulin via subcutaneous pen while the ilet operated in bg run mode. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing and use of backup insulin injections. Investigation included technical troubleshooting with the user, review of device logs by engineering, and receipt and inspection of the returned device. Investigation of this case revealed a pairing/connectivity failure limited to the ilet, with initial incorrect transmitter ID entry later identified and corrected, after which the replacement ilet connected and therapy resumed. It was concluded that the event was related to user education and device replacement resolved the problem. Failure investigation was unable to replicate the alleged device issue. No fault was found with the returned device.